Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log files. The provided event log files collectively contained data spanning approximately 1 day (B)(6) 2024 per timestamp), and the pump maintained speeds above the low speed limit while connected to the driveline. At the beginning of the data on (B)(6) 2024, a no external power alarm was active. The backup battery was operating the system at this time, and the events leading up to the alarm¿s activation were unable to be observed. The alarm resolved (B)(6) 2024 when power was restored to the system. No other notable events regarding the system controller were observed. The system controller (serial number hsc-(B)(6) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number hsc-(B)(6)showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and resolve alarms that sound from their system controller, including alarms associated with no external power conditions. The heartmate 3 instructions for use (rev. C, section 4 ¿system monitor¿) instructs users to contact abbott if they have any questions regarding log files or understanding log file information. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found down with no external power. The site noted that there were no pump stops noted. Log file review was requested, and the event log file contained a few clusters of pulsatility index (pi) events as well as low flow estimates with sustained low flow hazard events. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file. The flow readings did not appear to be the result of any external equipment malfunction. The periodic log file did log a single line of no external power on 16jan2024 at roughly 5:46pm. No other unusual alarms were seen in the periodic log file. More log files were sent in for review, and the event log file contained no external power alarms which enabled the backup battery between 5:17pm ¿ 6:02pm on 16jan2024. The no external power alarms resolved once batteries were connected to the system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.